Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a button on the infusion device was defective. The caller reported that the bolus button is depressed at all times, which changed the customer's basal rate. No accidental bolus was delivered and no adverse event was reported.